Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens implant procedure, a dent was noticed on the lens. Additional information as been requested and received which states a replacement lens was used and the surgery was completed with no patient harm.

Manufacturer narrative:
The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the quality of the lens did not contribute to this event. The manufacturer internal reference number is: (B)(4).